Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that replacing the batteries on the programmer did not resolve their issue with programmer not powering up. The patient reported they were able to connect programmer with ins. Replacement of antenna did not resolve issue with reposition antenna screen. Patient reported it was confirmed that the ins moved. Patient reported no steps are being taken at this time to resolve their issue of not being able to charge their ins. No further complication reported at this time.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was exp eriencing poor coupling. The patient stated the recharger belt broke. The patient was unable to charge and only saw the reposition antenna screen. The patient stated the machine needed to be "updated" to charge. The patient did not remember when she last had stimulation, but stated that she had not charged in about a month. The patient stated she had been in a "wreck" and had a problem with the ins, which may have moved and became a "hurtful problem." The patient stated she was examined and "pictures" were taken. The patient also stated she was put out for a minute and her healthcare provider (hcp) performed a dye study on her back, and determined she had 2 pinched nerves. The patient was redirected to her hcp to address the ins not being able to be charged. The patient was unable to attempt communication with another external device, as such equipment was unavailable. The patient stated her patient programmer needed batteries but none were available. Patient was issued a new antenna. It was reviewed that if the patient was still unable to communicate or charge she should follow up with her hcp. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain chronic low back pain and radiculopathies.